Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2022 approximately 5 years and 3 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
D4: corrected the following: catalog number, expiration date, serial number, unique identifier (UDI) #. G3/4: corrected the following: PMA/510(k)number. H4: corrected. The following: device manufacture date. H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.